Event description:
It was further reported that target lesion 1 was 25mm long with 0% residual stenosis after stent placement. 92 days after the initial procedure the pt was admitted with worsening hypoxia and dyspnea on extertion. The pt had been discharged only two days previously following hospitalization for pneumonia and chronic obstructive pulmonary disease. Pulmonary function tests at that time (specific tests and dates unk) showed advanced restrictive lung disease which was treated with worsening symptoms of hypoxia, oxygen saturation tests performed at home on the admission date were in the 70% range. A high-resolution CT scan of the chest (date unk) revelaed extensive advanced chronic interstitial lung disease consistent with results of previous pulmonary function tests. The pt was made aware of the severity of his condiction and prognosis, code status was designated "dnr" at his request. The pt was treated with increasing doses of prednisone and continued oxygen therapy. He was discharged 4 days later with a referral for home oxygen therapy and home health assistance. Plan was made for reevaluation in two weeks and possible bronchoscopy with transbronchial biopsy at that time. The option of hospice care was also discussed with the pt and his wife. The pt expired at home with hospice care. The site learned of the pt's death from his wife during the 6-month follow-up telephone contact. An autopsy was not performed. In the opinion of the physician the relationship of the pt's death to the target vessel is not involved.

Event description:
Clinical study.it was reported that 176 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 2.50mm, 90% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion. There were no complications. The pt was discharged 2 days later on plavix and aspirin. It was reported at the 6 month follow-up that the pt expired 176 days after the procedure at home on hospice. In the opinion of the physician the cause of death was emphysema.